Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Reportedly, the user could not remember their blood glucose level. The user loaded a new cartridge.